Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k082590.

Event description:
On (B)(6), 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions on (B)(6), 2011 and (B)(6), 2011. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2011 at 6:30am. The patient claimed she manages her diabetes with insulin pump. Despite the alleged issue, the patient claimed she continued to take her usual dose of apidra (2.1 units at 6:00am, 1.5 units at noon, 1.4 units at 6:00pm, and 1.4 units at midnight). Several hours after the alleged issue occurred, the patient claimed she developed symptoms of "low blood sugars". The patient however denied receiving any medical treatment after the alleged issue began. At the time of troubleshooting, the cca verified the patient had used the subject meter before, there was no misused of the meter, and the correct test strips were used. The alleged power issue was not resolved since the power button and the test strip insertion per the owner's manual does not turn the meter on. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.